Event description:
The customer reported that the 9800 system left monitor had lines through it during a case. The procedure was completed. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not duplicated. The monitor connection were reseated during the service call. The system was tested and found to be working as intended, and put back into service.